Manufacturer narrative:
The reporter's meter was returned for investigation. The display had no missing segments or faded segments during the investigation. The circuit board was examined and no contamination or defect was observed. The investigation did not identify a product problem. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's meter was requested for investigation. Medwatch field occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient's coaguchek xs meter had a display issue. The patient also received an error when a test strip was inserted in the meter. The error received is unknown. There was brown spot in the middle of the display and the spot appeared as if the meter caught fire inside. There was no allegation of melting, smoking, or flaming. There were no odors or chemical vapors. The screen would go blank when testing and an error was received. The meter would need to be re-set when this occurred. A display check was performed and there were no missing segments. The battery compartment and heating plate were clean and dry. The brown spot is now gone.